Event description:
Right subclavian tesio permcath dressing was removed. While taking the dressing off, the venous side of the permcath broke off 2 inches away from the insertion site. A hemostat clamp was immediately placed proximal to the broken off area to prevent air entry into the pt's blood stream and the vascular physician was notified, who was then able to reattach the catheter.